Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w64237b. No issues with d-dimer recovery were observed; lot performed properly. Manufacturing batch records for the lot were reviewed, lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported variability between results produced on the triage d-dimer system. On (B)(6) 2018 a patient presented to the customer site with localized edema. Patient sample was tested on triage platform and produced d-dimer results of 455ng/ml, 205ng/ml, 233ng/ml, 307ng/ml and 445ng/ml. The specific time of testing was not provided but customer stated testing was all done on the same day with the same draw. Customer indicated the result of 455ng/ml was the reported result for the patient. Clinics reference range for triage d-dimer is <400ng/ml. Customer stated no other lab tests were performed and customer did not know patient diagnosis/outcome, treatment or medical history.